Event description:
It was reported that the doctor was performing a breast biopsy and the mammomark marker jammed in the probe and wouldn't deploy. The doctor tried a second marker and the second marker wouldn't deploy. The doctor tried a third marker and the third marker wouldn't deploy. The doctor tried a fourth marker, deployed the marker successfully and completed the case with no pt consequence.

Manufacturer narrative:
Introducer tube tip sheared. Evaluation summary: the analysis results found that the introducer tube was received torn at the tip and detached from the handle. No conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.